Manufacturer narrative:
A 1. Patient identifier: (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Patient received repeat cardiac ablation on (B)(6) 2025. On (B)(6) 2025, the patient experienced low oxygen saturation (ae#2) categorized as moderate and not serious. Relationship to study device is not related and relationship to the repeat study procedure is causal. The outcome is recovered/resolved. Intervention was oxygen.